Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in colombia. It was reported that, the patient was hospitalized due to high blood glucose levels of 577 mg/dl on (B)(6) 2025. Patient was treated via insulin and serum. The patient felt unwell with flu-like symptoms, experiencing a headache and feeling tired and weak. Patient was hospitalized for greater than 24 hours. No further information availabledka.